Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate and the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time , changed the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 139 mg/dl.